Manufacturer narrative:
Hospital will not provide reporter's name. Hospital's reporter occupation: biomed. A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of machine and proximal pressure sensors failed during checking prior to use, and the unit stopped operating. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 05/22/2016.